Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The reporter contacted animas on (B)(6) 2013, reporting that the patient experienced a hypoglycemic event and the patient was in the hospital for evaluation of the patient's safety using the insulin pump and neuro-rehab for a brain injury. The reporter indicated that the pump history was reviewed and found a 16 unit bolus that occurred on the date of the hypoglycemic event. The reporter indicated that the review also found a large discrepancy in the patient's basal settings and found that the patient was self-adjusting the pump settings. The reporter indicated that at one point the patient was placed back on the pump and within a few hours 1/3 of the cartridge was gone and the patient's blood glucose went low. The reporter stated that they wanted to reconnect the patient to the pump but wanted to review the pump to see if the issue was related to the patient tinkering with the pump and to ensure no issues with the pump. This report is made based on the allegation that the patient was in the hospital with hypoglycemia which may be related to the patient self-adjusting the pump settings.